Manufacturer narrative:
(B)(4). The complainant indicated that the device has been disposed and will not be returned for evaluation; therefore a failure analysis of the complaint device could not be completed. If any further relevant information is identified, a supplemental medwatch will be filed.

Event description:
It was reported to boston scientific corporation that an accumax 365 laser fiber was used during a laser lithotripsy procedure in the ureter performed on (B)(6) 2016. Reportedly, the laser console used was a lumenis pulse with settings of 0.5 joules and 80 hertz. According to the complainant, during the procedure, the fiber body broke into two pieces while the physician was lasering the stone. Nothing fell inside the patient and the procedure was completed with another accumax 365 laser fiber. There were no patient complications reported as a result of this event.